Manufacturer narrative:
The downloaded data returned an 0x14 alarm, this indicates the ¿pod is occluded¿. Timeouts occurred during a basal and bolus towards the end of the device¿s run. The device ran for 1505 pulses before alarming. The device was connected to a pdm before any of the internal components were manipulated. The device successfully delivered a bolus of 5 units. No timeouts or alarms occurred during the run of the device. The exposed portion of the soft cannula was seen to be severed. The tip was torn off when removed the housing, fluid was seen exiting this hole. It cannot be conclusively determined how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) values reached 270 mg/dl. A occlusion alarm occurred during the patient given a bolus of 5 units.